Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power, low voltage hazard, and power cable disconnect alarms confirmed via the submitted log file; however, the alarm was not reproduced during testing of the returned mobile power unit (mpu). Data from the reported event was reviewed in the system controller event log file, and timestamps span approximately 4 days from 20:59:02 on (B)(6) 2025 to 12:08:47 on (B)(6) 2025. From the beginning of the log file until 21:01:57 on (B)(6) 2025 and between 21:04:27 - 21:05:23 on (B)(6) 2025 intermittent no external power alarms were captured due to both power cables being disconnected from external power. The alarms intermittently cleared due to the black power cable being connected to external power and then disconnected several times while the white power cable remained disconnected. The log file also captured intermittent low voltage hazard alarms during this time due to the relative state of charge (rsoc) voltage on the black power cable dropping to approximately 0 v despite being connected to an external power source. Intermittently from 21:03:34 on (B)(6) 2025 to 09:45:18 on (B)(6) 2025, atypical power cable disconnect alarms were active due to the white cable rsoc dropping to approximately 0v. These resolved as the rsoc value returned to normal. There were no other remarkable events in this log file. The pump was able to maintain expected speeds throughout the log file. The mpu, serial number (B)(6), was returned to the service depot where it was inspected and functionally tested. On the cable header with the power cable connectors, traces of fluid were found surrounding the black power cable connector. Although fluid was present, the mpu was able to operate for an extended duration without issues arising, and the alarm was not reproduced. The mpu was sent to product performance engineering for further analysis. At ppe, the reported event was unable to be reproduced; however, upon further examination of the patient cable header, small amounts of fluid were found under the header nearing both connectors. Additional information provided confirmed that exchanging the mpu resolved the issue and the patient has had no alarms since the exchange. The root cause for the reported event could not be determined during this investigation; however, the observed fluid ingress could have contributed to the observed alarms. The relevant sections of the device history records for the mobile power unit (mpu) (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Additionally, these sections caution the user to keep equipment away from any water or liquid as it may fail to operate. Heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had connect to power alarms from their black lead when on their mobile power unit (mpu). The patient did not have alarms when on battery power. The site attempted to recreate the alarm was but was not able to. There were no broken or bent pins. The event log file captured several low voltage hazard and no external power events while using the mpu when the white power lead was disconnected. The patient appeared in clinic on (B)(6) 2025 due to connect to power alarms on their mpu. After exchanging the patients mpu, the patient had not called about any alarms while on it. Exchanging the mpu resolved the event.

Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.